Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for heart pains and a burning stomach on (B)(6) 2015 with a high blood glucose level of 435 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that the cannulas were bent but they had already changed the sets. The customer stated that they had an infection due to a gall stone. The customer was assisted with troubleshooting and found a no delivery alarm. The customer was advised to change their infusion set. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer was sent replacement infusion sets. The customer did not return the product back for analysis.